Event description:
It was reported that the patient presented with fatigue, upon interrogation noise was noted on the right ventricular lead. The device was reprogrammed decreasing the sensitivity the lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.